Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the paramedics were called due to her low blood glucose of 22mg/dl, and she was treated with medication and food. The customer did feel unresponsive and clammy. The caller stated that the insulin pump delivered 10.0 units bolus when she was asleep. Troubleshooting was performed. Found that the customer wears the insulin pump on her waist and sleeps on her belly. The caller believes that maybe she had unfortunately pressed the buttons in her sleep. Days later, the customer called back and requested a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.